Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, did not alarm during the reported event. Blood leak test strips were used and tested negative. Blood was visually observed coming from one of the end caps of the dialyzer. The specific end cap was unknown. A crack on the end cap was identified on the dialyzer. The cause of the damage was unknown. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Manufacturer narrative:
Correction: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, did not alarm during the reported event. Blood leak test strips were used and tested negative. Blood was visually observed coming from one of the end caps of the dialyzer. The specific end cap was unknown. A crack on the end cap was identified on the dialyzer. The cause of the damage was unknown. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested negative. Blood was visually observed coming from one of the end caps of the dialyzer. The specific end cap was unknown. A crack on the end cap was identified on the dialyzer. The cause of the damage was unknown. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported not available to be returned to the manufacturer for evaluation.